Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, there physician encountered tough tissue during advancement of the device. During the placement of the second side, there was an unintended release of the mesh carrier from the shaft tip. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".